Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl. The customer also reported the blood glucose raised nearly 400mg/dl and then corrected down to 330mg/dl. The customer was treated with an insulin pump. The customer used smart guard, but the automatic correction dint worked it seems. Troubleshooting was performed and found that the remaining insulin was 0u, but confirmed that autocorrection was not activated. Informed that the machine determined that the adjustment was possible only on the basis of the smartguard and that it was not activated. Self-test conducted and test completed. No further patient complications where reported. The customer will discontinue using the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.